Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist performed a shrink in db from 8.1gb to 6 gb, disable the netbios. The tse used ka000011150 & ka000017103 disabled the touch keyboard and handwriting panel service and unchecked the power management in usb and followed ka000013946 to run and repair the sfc /scannow and any corrupted files. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had application froze while dispensing medications. The customer stated that there was a hardware failure in auxiliary drawer 3.2 while dispensing medications and the screen froze and would not bypass the screen or log off device had to be rebooted. There were no adverse events or injuries reported based on this event.